Event description:
During a phacoemulsification procedure for a cataract, the 30 degree kelman, 0.9mm, turbosonics, flared abs, micro-tip made by alcon surgical broke in two pieces in pt's eye. Both pieces removed from eye. No apparent injury noted.